Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. One of two sensors failed for low readings and the one remaining sensor passed per specifications with accurate readings.

Event description:
The customer reported that she received lost sensor alarms. The customer's blood glucose was not known. No damage was noted on the sensor. Nothing further was reported.